Manufacturer narrative:
It was confirmed that the display was not responding properly to interaction. It was indicated that the micro processor unit (mpu) was out of specification and therefore replaced. It was also indicated that the keyboard was broken, the radiofrequency head connector was loose, and multiple external covers were damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was misaligned and unable to be calibrated. It was noted that the user attempted calibration with multiple stylus wands. The programmer was returned for service. There was no patient involvement.